Event description:
It was reported that the device was used during a laparoscopic nephrectomy (donor), when tested the hand piece error code occurred. The device was removed and new instrument was attached, which worked correctly. No pt consequence.